Event description:
It was reported that the insulin pump over delivered insulin. The blood glucose reading was not given. The patient did not recall if an a33 alarm occurred. The customer was advised to change the infusion set and the reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.